Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon completed the first firing without incident. After loading on a second cartridge, the surgeon noticed it was difficult to insert the stapler through trocar. However they were able to insert it and fire it. The stapler appeared to fire properly. The surgeon had difficulty removing the stapler from the trocar. It was after they removed the stapler that they noticed the jaws were not closing properly. They requested a second stapler to complete the case. The surgeon did check the staple line and confirmed b formed staples on the first two firings. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53a32. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only dry fired in the straight position. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.